Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds and diminished r-waves. It was noted via xray that the rv leads had been pulled back and dislodged. During the revision procedure, the rv lead was not able to be removed in the electrophysiology lab due to significant scar tissue that appeared to be located on the proximal end of the rv coil. The rv lead was placed back into the port, however the physician was unable to engage the wrench and tighten the set screw of the implantable cardioverter defibrillator (ICD). The physician removed the grommet and found that the set screw had been backed out of the header when they disconnected the rv lead. The set screw was then inadvertently dropped, therefore the rv lead was left in the port and the pocket was closed. The patient was transferred upstairs, in which the rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.